Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen between 4 and 24 hours, the site was painful, irritated and the blood glucose (bg) levels rose up to 20 mmol/l (360 mg/dl). The patient consulted the health care practitioner (hcp) who prescribed a cream (name unspecified) to help with the issue.